Event description:
Major pump unit(s) involved: external control system failure;go gear vest.specific component(s) involved: go gear vest.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of vest with go gear modular belt.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure;